Manufacturer narrative:
It was reported from a literature study that the patient presented a sliding of the screw. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. Some potential causes of the reported event could include but are not limited to traumatic injury, patient conditions or patient non-compliance. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
*Literature case* in a scientific publication, duymus, "comparison of intra- and extramedullary implants in treatment of unstable intertrochanteric fractures" it was reported that the patient presented cutting of lag screw. It is unknown how this adverse event was treated.